Manufacturer narrative:
The clinician confirmed that the surgical guide was cold sterilized prior to use, cold sterilization is a violation of vulcan custom dental's IFU as it could cause the sleeves to de-bond from the guide. A review of the surgical report and drilling protocol indicate the case was properly planned.

Event description:
Utilizing surgical guide print003, the clinician reported the guide sleeve for site #8 came out on the first pass of the tissue punch. Clinician attempted to place guide sleeve back in at the correct orientation but was unsuccessful, so drilling path was off, creating a loose osteotomy. There was no insertion torque for the implant, so the implant was removed, patient was grafted and sent home.